Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the battery cap is worn out and he can't get it off the insulin pump. The blood glucose reading was 111 mg/dl. In troubleshooting, the patient was unable to remove the battery cap with either a quarter or a screwdriver. The customer was advised to discontinue use of the unit if the battery was low and to monitor the insulin pump closely. No further information was provided.